Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was turned off. After unplugging for about 10 minutes; there is a long peep and a flashing screen. Both batteries were full. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
E1(event site state: (B)(6)). Getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the exch pcb and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.